Event description:
During anastomosis formation at the sigmoid colon site, the ils 33 stapler malfunctioned causing additional damage to the sigmoid colon. When the stapler was fired, it did not release as it is designed to do. Attempts to repair the damaged portion were unsuccessful, and a colostomy was performed. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: small bowel resection and sigmoid colon resection.